Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)"), device dislocation ("malposition of essure device- location of device: protruding out of right fallopian tube / migration of essure device") and genital haemorrhage ("persistent bleeding") in an adult female patient who had essure (batch no. 709953) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 (((B)(6) 2004, (B)(6) 2005, (B)(6) 2008, (B)(6) 2000).), colposcopy, female condom (birth control) in 1990 and menarche. There is no history of alcohol use. Previously administered products included for birth control: birth control pills in 1990; for an unreported indication: depo provera injection on (B)(6) 2010 and medroxyprogesterone acetate. Concurrent conditions included body mass index normal, uterine haemorrhage, back pain, bloating, cramp in lower abdomen and menses irregular. Family history included cervical cancer (sister), essential hypertension (mother) and type 2 diabetes mellitus (father). Concomitant products included estrogen nos since 2016. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), mood altered ("hormonal changes (moody)"), depression ("hormonal changes (depression)"), urinary tract infection ("urinary tract infection"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem or change"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain") and alopecia ("hair loss"). In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2011, the patient experienced cystitis ("infection (bladder)") with dyspareunia and vaginal infection ("vaginal infection"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2011, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain (severe)"). The patient was treated with surgery (robotic total laparoscopic hysterectomy, bilateral salpingo-oophorectomy, cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, mood altered, depression, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, tooth disorder, vaginal discharge, fatigue, weight increased and alopecia outcome was unknown and the vaginal haemorrhage, menorrhagia and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, bladder disorder, cystitis, depression, device dislocation, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood altered, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: the patient was status post an essure placement 7 years ago and there was evidence of the essure coil protruding through the fallopian tube proximally at the cornea on the right side. The left essure tube could be palpable indicating that it was inserted too far into the fallopian tube on the left side, otherwise appeared to be within normal limits. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.1 kg/sqm. Hysterosalpingogram in 2012: everything was fine. Current weight: 150 lbs. Approximate weight at the time of essure placement: 130 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)"), device dislocation ("malposition of essure device- location of device: protruding out of right fallopian tube / migration of essure device") and genital haemorrhage ("persistent bleeding") in an adult female patient who had essure (batch no. 709953) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 (B)(6) 2004, (B)(6) 2005, (B)(6)2008, (B)(6) 2000).), colposcopy, female condom (birth control) in 1990 and menarche. There is no history of alcohol use. Previously administered products included for birth control: birth control pills in 1990; for an unreported indication: depo provera injection on (B)(6) 2010 and medroxyprogesterone acetate. Concurrent conditions included body mass index normal, uterine haemorrhage, back pain, bloating, cramp in lower abdomen and menses irregular. Family history included cervical cancer (sister), essential hypertension (mother) and type 2 diabetes mellitus (father). Concomitant products included estrogen nos since 2016. On (B)(6) 2010, the patient had essure inserted. In january 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), mood altered ("hormonal changes (moody)"), depression ("hormonal changes (depression)"), urinary tract infection ("urinary tract infection"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem or change"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain") and alopecia ("hair loss"). In february 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2011, the patient experienced cystitis ("infection (bladder)") with dyspareunia and vaginal infection ("vaginal infection"). In june 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In july 2011, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain (severe)"). The patient was treated with surgery (robotic total laparoscopic hysterectomy, bilateral salpingo-oophorectomy, cystoscopy).essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, mood altered, depression, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, tooth disorder, vaginal discharge, fatigue, weight increased and alopecia outcome was unknown and the vaginal haemorrhage, menorrhagia and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, bladder disorder, cystitis, depression, device dislocation, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood altered, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: the patient was status post an essure placement 7 years ago and there was evidence of the essure coil protruding through the fallopian tube proximally at the cornea on the right side. The left essure tube could be palpable indicating that it was inserted too far into the fallopian tube on the left side, otherwise appeared to be within normal limits. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.1 kg/sqm. Hysterosalpingogram - in 2012: everything was fine current weight: 150 lbs approximate weight at the time of essure placement: 130 lbs quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)"), device dislocation ("malposition of essure device- location of device: protruding out of right fallopian tube / migration of essure device") and genital haemorrhage ("persistent bleeding") in an adult female patient who had essure (batch no. 709953) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 (((B)(6) 2004, (B)(6) 2005, (B)(6) 2008, (B)(6) 2000).), colposcopy, condom (birth control) in 1990 and menarche. There is no history of alcohol use. Previously administered products included for birth control: birth control pills in 1990; for an unreported indication: depo provera injection on (B)(6) 2010 and medroxyprogesterone acetate. Concurrent conditions included body mass index normal, uterine haemorrhage, back pain, bloating, cramp in lower abdomen and menses irregular. Family history included cervical cancer (sister), essential hypertension (mother) and type 2 diabetes mellitus (father). Concomitant products included estrogen nos since 2016. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), mood altered ("hormonal changes (moody)"), depression ("hormonal changes (depression)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("infection (bladder)") with dyspareunia, urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problem"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain") and alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), urinary tract disorder ("urinary problem or change") and abdominal pain ("abdominal pain (severe)"). The patient was treated with surgery (robotic total laparoscopic hysterectomy, bilateral salpingo-oophorectomy, cystoscopy) and surgery (robotic total laparoscopic hysterectomy, bilateral salpingo-oophorectomy, cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, mood altered, depression, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, tooth disorder, vaginal discharge, fatigue, weight increased and alopecia outcome was unknown and the vaginal haemorrhage, menorrhagia and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, bladder disorder, cystitis, depression, device dislocation, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood altered, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: the patient was status post an essure placement 7 years ago and there was evidence of the essure coil protruding through the fallopian tube proximally at the cornea on the right side. The left essure tube could be palpable indicating that it was inserted too far into the fallopian tube on the left side, otherwise appeared to be within normal limits. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.1 kg/sqm. Hysterosalpingogram - in 2012: everything was fine current weight: (B)(6) lbs approximate weight at the time of essure placement: (B)(6) lbs most recent follow-up information incorporated above includes: on 5-feb-2018: pfs and medical records received - new events, ¿hormonal changes (moody), hormonal changes (depression), abnormal bleeding (vaginal), menorrhagia, infection (bladder), urinary tract infection, vaginal infection, apareunia (inability to have sexual intercourse), malposition of essure device- location of device: protruding out of right fallopian tube / migration of essure device, bladder problem, urinary problem or change, headaches, migraines, dental problems, dyspareunia (painful sexual intercourse), fatigue, vaginal discharge, perforation (fallopian tube), weight gain, hair loss" were added. Lot number was added. Historical and concomitant conditions and treatment medication were added. Lab data was added. New reporter were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.